Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, and alert for ¿possible high voltage circuit damage" was observed. Patient was called in clinic for nips procedure and device testing. Device hardware and firmware were reinstalled successfully and normal device function was noted. Device was able to deliver hv therapy without any incident or abnormality. Patient was stable throughout the event.